Event description:
A male with post prostatectomy and post urethral surgery was previously implanted with an aus device in 2000. In 2006, the cuff and pump were revised. In 2007, the entire device was removed and replaced due to erosion.

Manufacturer narrative:
Balloon performed within specifications. Cuff had or damage. Pump performed within specifications. Add'l lot #: 441414004, 448361010 and ew283017.